Event description:
It was reported by the rep that the one ems was used during a laparoscopic hernia procedure. It was reported that the surgeon fired the first few staples successfully then the next 7 or 8 staples came out of the jaws malformed with the legs of the staple turned sideways instead of turning in. A second ems was opened and fired without incident. There was no pt consequence.